Manufacturer narrative:
Docker cable connector.

Event description:
It was reported by service report that the docker cable connector was damaged. The customer reported that they did not know if there was patient involvement; however, no adverse consequences were reported.